Event description:
Head trials will not stay on corail neck trials.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported instruments was unable to confirm the reported event, however the returned corail neck trials show significant wear with deep gouging and scratches on their surfaces suggesting heavy usage. The returned instruments lot code manufacture dates range from 2001-2011. The root cause is being attributed to product wear out. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.